Event description:
It was reported that, during the explant procedure for battery depletion, the setscrew of the pulse generator was stuck. Technical services discussed techniques for removal. After multiple attempts with different wrenches, the setscrew was remained stuck. The shock impedance for the electrode was now high and out-of-range. The doctor elected to program the therapy off and leave the system implanted. The patient will be referred to another physician. There were no additional adverse patient effects.